Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19451. It was reported the patient's lead had migrated. Surgical intervention is pending.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the issue does not pertain to an abbott device.